Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the hand piece was received with the nose cone cracked and the mount was noted to be loose.  No functional testing could be performed due to the nose cone being extremely cracked, and no instrument could be attached to the hand piece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the hand piece transducer assembly until the internal wires got disconnected.  Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the hand piece.  The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.  It is possible that the ingress of moisture affected hand piece functionality. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, a pre-run test screen was displayed frequently during use. The device was replaced, but the hp054 did not come off from the second device. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.